Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the gold handle of the a2101 mayfield ultra base unit was loose . There was no known patient injury nor delay in surgery.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The unit was received with the shock cushion having moved forward in handle and was impeding the handle from closing and holding properly. The reported complaint was confirmed from the evaluation. The investigation of the skull clamp showed that the unit did not meet all specific functional test. The likely cause of the complaint was wear and tear over time/ misuse. The definite root cause could not be reliably determined. The unit was beyond integra's 7 years recommended life cycle ( manufactured year of 2012 ).

Event description:
N/a.